Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.